Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 312 mg/dl. The customer treated with a bolus from the insulin pump. The father of the customer reported that the insulin pump alarmed no delivery several times. The father of the customer has changed the infusion set and reservoir couple of times already. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional info was provided.